Manufacturer narrative:
Updated field: b4, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. As a precaution, the fse cleaned the optical sensor's light receiving part and washed the connector of the sensor module. Dust removal work on the side of the device was performed. Operation was confirmed as good.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cardiosave intra-aortic balloon pump (iabp) optical sensor and arterial pressure waveform is no longer displayed. No effect on the patient.